Event description:
The customer stated that while running axsym digoxin iii assay, one patient sample generated an error code #1063 (invalid test result correlation coefficient, too low). There were no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.